Event description:
Pt with a history of similar allergic reaction to dressings unrelated to v.a.c. Product, developed systemic hives and respiratory distress approx one week afer beginning v.a.c. Therapy. Pt was seen in ER and treated to prevent further progression of what was presumed to be anaphylactic shock. Clinic evaluation of the pt two days later demonstrated continued resolution of the allergic symptoms.